Event description:
I have used poligrip for over 15 years. I started using it in 1994 or 1995. I use approx 1 tube a week. In (B) (6) 2007, I started feeling a tingling sensation in my fingers and toes. My arms, hands, legs and feet became numb. Over the next 6 months, I lost the ability to walk without assistance. I am now confined to a wheelchair and have been for 2 years. I have been diagnosed with neuropathy by 2 neurologists. Several blood tests have indicated low cooper levels. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: use daily, route: po. Dates of use: (B) (6) 2000 - (B) (6) 2010; (B) (6) 1995 - (B) (6) 2000. Diagnosis: denture adhesive cream. Event abated: no.